Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a synchronization error. The image acquisition system (ias) is responsible for image generation as well as image display in the examination room. The image visualization system (ivs), in which the patient registration takes place, is responsible for the further processing of the data and for the visualization in the control room. In the present case, the patient registration could be performed in the ivs, but could not be transferred to the ias. The investigation showed that the error was due to a synchronization problem in patient registration between the image acquisition system (ias) and the image visualization system (ivs). This means that due to the non-synchronized patient registration between the ivs and the ias, a "default patient" without patient data is created in the ias. In such a case, an error message appears, and no images are visible in the control room, however, they are visible to the surgeon at any time in the examination room. The system has provided a workaround for the malfunction that requires a restart during which no data is lost. The restart synchronizes the ias and ivs and the previously generated images of the ias are automatically transferred to the ivs. Images that have been temporarily assigned to the default patient can subsequently be provided with required patient data. In the present case, a system restart was completed. There was no loss of data or mixing of data. No parts were exchanged and no adjustments were made. The system is functional, and no further measures are necessary. A possible general failure that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that images were not available on the artis workstation in the control room. A system reboot was performed and after the reboot the transferred images from the image acquisition system to the image visualization system were in the wrong patient folder. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.